Event description:
Report received from (B)(6) states: "the vitrectomy cutter does not cut. No pt injury."

Manufacturer narrative:
The device has been requested yet not been returned for eval. Sterilization and lot history records were reviewed and no exceptions were found.